Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronic assembly. Moisture damage was also found on the motor. The device was also received with cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 121 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.